Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the pt on december 28, 2007. The pt reported that on the day prior to original date, at 9:00 pm, he obtained a result of 198 mg/dl. He took 2 units of apidra, his fast-acting insulin based on the meter result. After the reported issue, the pt reported feeling sweaty and shaky. He had something to eat and felt better approx 5 minutes later. The pt denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the pt alleged he became hypoglycemic after taking insulin based on the reportedly high meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.